Event description:
During an in-clinic follow-up, episodes of low pacing impedance and noise resulting in oversensing were observed on the right ventricular (rv) lead. Insulation damage was alleged to be the cause of the reported event, however, this could not be confirmed. No intervention was performed at this time. The patient was stable and will continue to be monitored.